Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no observed deformation that might result in the retention of foreign material, however, the facility device reprocessing was determined as to not being implemented in accordance with the IFU and the observed foreign material was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series chapter 3 preparation and inspection. Gif/cf/pcf-290 series chapter 5 reprocessing of the endoscope (and related reprocessing accessories). Reprocessing survey info: was the device as cleaned, disinfected, and sterilized before being sent to olympus: no. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of switch water leakage was confirmed. Device evaluation found that due to a scratch on switch 1, water tightness was lost. In addition to a foreign object inside the nozzle finding, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a dent, plastic distal end cover had a scratch, adhesive around light guide lens was peeled, scope connector cover unit had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a scratch, image guide protector had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, switch 4 had wear, switch 4 had a scratch, switch 2 had a scratch, suction cylinder was shaved, forceps lever had a scratch, due to wear of angle wire, the play of up/down knob was out of the standard value, bending tube was deformed, bending section cover had a scratch, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had scratch, connecting tube had a scratch, suction connector was dirty due to water leakage, switch 1 had a scratch, control unit had a scratch, control unit had discoloration, right/left knob had a scratch, up/down knob had a scratch, forceps knob had a scratch, suction connector had a scratch, and connecting tube had discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had a switch water leakage. There were no reports of patient harm. During evaluation of the returned device, it was found that there was a foreign object inside the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.